Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that there was a missing screw from the handle. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the handle was missing the grub screw. The comb was also damaged and needed to be replaced. The side plates were worn and the shoulder bolts, washers, and cap nuts needed replaced. The bottom roller and gear were worn. The pretest could not be performed as the mesher was not able to run smoothly due to the damaged comb stopping the cutter from rotating. The 1.5:1 ratio cutter, serial number (B)(4) produced and incomplete mesh and was deemed non-repairable. The skin graft mesher was not repaired and returned to the customer at their request. (See email in current repair report). It was inspected and tested. The reported event was confirmed since during product review the grub screw was missing. The root cause of the missing screw from the handle cannot be specifically determined with the provided information since it is unknown how the screw became missing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that there was a missing screw from the handle. Investigation revealed that the comb was damaged and the cutter produced an incomplete mesh. No adverse events have been reported as a result of this malfunction.